Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (surgical conversion); patient¿s condition affected effectiveness of device (anatomy related: disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: disease progression).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. Currently the aortic neck is severely angulated (exact amount is unknown, greater than 60 degrees) with disease progression. The patient presented emergently with abdominal and back pain. The patient was lost to follow up. Currently the aortic neck is 31-34 mm in diameter. The CT revealed that the stent graft has migrated 9 cm distally into the aneurysm sac with a type I endoleak present and a ruptured aneurysm. It was noted that on an unknown date another manufacturer¿s aortic cuff was implanted for the treatment of the migrated aneurx stent graft, which now has migrated in the aneurysm sac. The patient was treated with two endurant aortic cuffs 36x36x49 and the migration was successfully treated, the physician modeled the stent graft with a balloon however, proximal type I endoleak could not be resolved. The physician elected to convert the patient to open surgical graft repair. No clinical sequelae were reported and the patient is fine.